Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula in the arm. A 10.0 x40, 75cm gladiator¿ balloon catheter was selected for dilatation. During the procedure the balloon was inflated at 20 atmospheres(atms), over rated burst pressure, and it was noted that the balloon ruptured. It was a circumferential rupture and the distal half of the balloon was separated from the proximal shaft. All parts were retrieved and the procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was received at the complaint investigation site in two halves. A shaft break was identified 436mm distal to the strain relief. A complete balloon circumferential tear was observed 42mm distal to the proximal weld. The investigator noted that the balloon was fully bonded onto the shaft at both its proximal and distal end. Material too weak: the shaft was broken 436mm distal to the strain relief. Wall too thin: the investigator noted that the shaft within the balloon was kinked at numerous positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated beyond the rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anteriovenous fistula in the arm. A 10.0 x 40, 75cm gladiator¿ balloon catheter was selected for dilatation. During the procedure, the balloon was inflated at 20 atmospheres (atms), over rated burst pressure, and it was noted that the balloon ruptured. It was a circumferential rupture and the distal half of the balloon was separated from the proximal shaft. All parts were retrieved and the procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).